Event description:
The patient heard the pump alarming and was not getting adequate pain relief. The pump was interrogated and the pump logs showed that a pump motor stall occurred (B)(6) 2015 at 10:51 and recovered (B)(6) 2015 at23:40. A pump replacement was planned. On (B)(6) 2015, it was reported the patient felt a ¿fleeting electrical shock¿ around the back/underneath the pump on the left side over the weekend. On (B)(6) 2015, the nurse practitioner (np) reported that the patient¿s "pump has completely failed". The patient went through withdrawal. The patient had been having "severe problems". The patient¿s symptoms included headaches, restlessness, irritability, stomach pains, and flu-like symptoms. The np wanted to turn the pump off because ¿it has been spontaneously recovering¿ and she wanted to supplement the patient with oral medications accurately. The pump off code was provided. The pump was scheduled to be replaced the week of (B)(6) 2015. The device system was delivering infumorph. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation summary: destructive analysis was later allowed. Analysis found ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿gear train anomaly ¿ stall due to shaft/bearing.¿ there was no upper lubricant meniscus present and a brown paste like residue seen on the upper shaft of gear 2. The lower lubricant meniscus was missing on the lower shaft of gear 2 and there was upper shaft wear seen on gear 2.

Event description:
Additional information later received reported that the pump also had prior motor stalls. The pump was replaced on (B)(6) 2015. The patient was noted as doing well now after their replacement.

Event description:
Additional information later reported the patient¿s pump had stalled on at least 2 occasions. The pump was being replaced the week of (B)(6).

Manufacturer narrative:
The pump was returned for analysis. Only non-destructive testing was allowed for the product. Interrogation of the pump showed a motor stall on (B)(6) 2015, tube set warning on (B)(6) 2015, followed by a motor stall recovery on (B)(6) 2015. As received, the pump was in the minimum rate infusion mode and the reservoir was empty. External and internal decontamination was performed. Alarm and motor function was tested and passed testing. The pump logs were reviewed and the motor stalls were confirmed in the pump log data only. The pump log data is defined as the initial printout (ip) and the initial read (ir) logs. A battery command test was performed and passed. Dispense accuracy testing was performed. The pump passed dispense accuracy testing. The pump did not stall while testing was being performed. The non-destructive testing that was performed was not able to confirm the reason for the motor stalls in the pump log data. Based on the results of the non-destructive testing only analysis found ¿no anomaly¿.

Event description:
During the first motor stall the patient was supplemented with oral meds due to the motor stall. The stall recovered and the patient was 'almost overdosed'. The patient was then taken off the oral meds and the pump stalled again. The patient waited almost a month to have the pump replaced.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. Product ID 8598a, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).